Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm was large and fusiform. It was reported that the patient presented with emergently with an unstable rupture. The bifurcated stent graft was deployed along with three limbs. Between deployment of each stent graft an occlusive balloon was used to hold pressure, each time it was deflated systolic pressure dropped below 30mmhg. Post implant a retroperitoneal incision was made to release blood in the abdomen. An angiogram was performed and although a massive leak wasn't present, the abdomen was still slowly filling with blood. It appeared there may have been a small type 1a endoleak. After further instability, the physician decided to cuff up above the renal arteries (the bifurcated stent graft was just below the renal arteries), and extend into the right external iliac. The physician was worried about the infrarenal seal after feeling around in the patient's abdomen and decided that the best option was to cover the renal arteries. An endurant aortic cuff was used, and another manufacturer's 16x10x 70 tapered limb was used to go into the external iliac. Another angiogram was done after pressure was again stabilized and again no leak was present. Pressure stayed stable and the physician closed the groins and left the abdomen open. They did not do a snorkel technique as they were concerned about sealing immediately, because the pressure kept crashing and they had no bailout. The physician was unsure if the aaa had shed thrombus into the popliteal aneurysm or if it had simply clotted off due to everything that was going on. Regardless they were anticipating having to amputate the patient's leg before the endovascular portion of the procedure was even started. Report from physician is that patient is doing well and they did close the patient's stomach and amputate the right leg. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: renal failure. Pre-operative rupture. Conclusion: pre-operative rupture.